Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a dislodgment. Dislodgement was originally suspected due to high pacing thresholds. When attempting to remove the lead, 50 turns of the tool were made but the helix would not retract. Subsequently when pulling on the lead no resistance was met, confirming the dislodgment. The lead was unable to be extracted due to scar tissue build up that prevented the lead tip from passing through the subclavian vein. The lead was sutured in place to prevent migration and was successfully replaced with a new lead. No additional adverse patient effects were reported.